Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate therapy. Technical services (ts) reviewed the device data and confirmed one inappropriate shock and three anti-tachycardia pacing (atp) bursts were delivered during an atrial fibrillation (af) episode with rapid ventricular response (rvr). The device determined the ventricular rate as greater than the atrial rate, resulting in shock therapy. Ts provided reprogramming recommendations. No additional adverse patient effects were reported. This ICD remains in service.